Manufacturer narrative:
Additional information: the device was a 6/7f mynxgrip vascular closure device (vcd). The intended procedure was closure of the common femoral artery post peripheral angiogram. There were no noted damages or anomalies to the device or packaging prior to use. The mynx vcd was prepped according to IFU instructions. The device was purged of air during prep, and the black marker in the inflation indicator fully exposed. While in the patient there was no difficulty noted while inflating the balloon. There was no issues noted with the first stop. It was not suspected that the balloon loss pressure and was pulled into the sheath. The first stop was felt, then when pulling back to the second stop, no stop occurred and the sheath and device were removed from the artery. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no scar tissue present in the vicinity of the puncture site. There was no visible damage in distal end of the sheath after removal. Excessive force was not applied during retraction. The procedure was completed with manual compression. There was no patient injury.   As reported, the mynx device never had a second stop as balloon did not inflate outside the sheath but was inside the sheath. There was no patient injury reported. The device was a 6/7f mynxgrip vascular closure device (vcd). The intended procedure was a closure of the common femoral artery post peripheral angiogram. There were no noted damages or anomalies to the device or packaging prior to use. The mynx was prepped according to the instructions for use (IFU). The device was purged of air during prep, and the black marker in the inflation indicator was fully exposed. While in the patient, there was no difficulty noted while inflating the balloon. There was no issues noted with the first stop. It was not suspected that the balloon loss pressure and was pulled into the sheath. The first stop was felt, then when pulling back to the second stop, no stop occurred and the sheath and device were removed from the artery. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no scar tissue present in the vicinity of the puncture site. There was no visible damage in distal end of the sheath after removal. Excessive force was not applied during retraction. The procedure was completed with manual compression. There was no patient injury reported. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. The device was received with the shuttle engaged to the black handle. The cordis procedural sheath was separated from the device. The catheter, balloon and shuttle cartridge were inspected for anomalies. No anomalies were observed. During the investigation, leak testing was performed and found no leak in the balloon. The inflation indicator performed per specification. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. A review of the manufacturing documentation associated with lot f1635401 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿pull through¿ was confirmed due to the condition in which the unit was received for analysis. This issue appears to be caused by user error. It was reported that the balloon did not inflate outside the sheath but was inside the sheath. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Neither the lot history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The manufacturer email is (B)(4). Please note that the catalog, lot number and UDI number are unknown. The device is available for analysis; however, it has not yet been received. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx device never had a second stop as balloon did not inflate outside the sheath but was inside the sheath.